Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), the device displayed a da error message. It was determined that a memory inconsistency occurred that was self-corrected by the device. The s-ICD was functioning normally. No adverse patient effects were reported. The s-ICD was successfully implanted and remains in service.